Event description:
The pump was used to deliver morphine and lioresal.

Event description:
It was reported the patient was hospitalized due to the overdose symptoms of coma. There were no device issues reported. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was well. The therapy was still in use and was effective. The action that resolved the event was new programming of the pump.